Event description:
A distributor in france reported a malfunction with a pump, indicating that it started, charged, and was recognized by a computer, but showed a history of repeated malfunctions on august 6 and august 8, 2025. There was no reported impact on the customer's blood glucose level due to the malfunction. The device was returned to the company, and a replacement pump with a new serial number was sent to the distributor.